Event description:
It was reported a st elevation occurred. A left atrial appendage closure (laac) procedure was being performed under general anesthesia. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was attempted but was found to be too small and was exchanged for a 31mm wds. The 31mm wds was placed as optimal as possible but still showed a leak. Another physician was asked for a second opinion, and it was decided not to release the device. During this time, it was noted that the patient had st elevation in lead v2, for about 5 minutes. Interventional cardiologist was called for consult, but the st elevation resolved before they arrived, and the decision was made by the physician to observe the patient in recovery. No intervention was required and the patient returned back to baseline with no further complications. After the case the angiogram was reviewed with the 31mm wds in the appendage and it was noticed that approximately 3-4 air bubbles were seen at the very beginning of the injection. No air had been observed during the procedure. It was presumed that the air was introduced with the manifold setup and injection with contrast. The patient had fully recovered.